Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the exposed cut wire was bent and broken. The proximal section of the broken cutting wire had retracted inside the lumen of the extrusion; the wire extended approximately 6mm through the proximal pierce hole with the handle extended. The other end of the cutting wire broke approximately 15mm from the distal pierce hole and remained attached to the anchor. The broken ends of the cutting wire appeared burnt/blackened. The outer diameter (od) of the exposed cutting wire was measured and found to be within specification. The condition of the returned incident device was consistent with the complaint that the cutting wire broke. During manufacturing, the sphincterotome devices are 100% inspected; the bent and broken cutting wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot number. The device history record review found that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, while performing the sphincterotomy, the cut wire separated from one end of the catheter. No part of the cut wire detached inside of the patient. The procedure was completed with another ultratome xl sphincterotome there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, while performing the sphincterotomy, the cut wire separated from one end of the catheter. No part of the cut wire detached inside of the patient. The procedure was completed with another ultratome xl sphincterotome there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.